Event description:
Additional information was received from the patient. It was reported that the recharger (patient meant controller) isn't working for their neurostimulator. The patient stated that they have had problems with the whole system from the start and have already received replacement equipment for everything except the controller. The patient noted when they put the new battery pack in the controller and plugged in the charging cord, they heard a "loud pop" coming from the controller. The patient also reported that the stimulation level changes on its own. The patient explained that they set each program to 1.0ma, and within 1h, they notice the stimulation change to 0.0ma on its own. The patient noted that sometimes the stimulation intensity will increase and decrease on its own. The patient also reported that the therapy isn't working because they are still feeling pain. When asked for an event date for when all of these issues first started the patient answered maybe 4 months ago, which was the pt's first indication that something was incorrect with the external equipment. Pt stated that for at least 2 months they noticed the issue with the intensity changing on its own. T he patient stated when they heard the "pop" from plugging in the charging cable, they noticed the stimulation intensity not saving. The patient stated they check the therapy constantly, and every 1hour, the stimulation changes to 0.0ma on its own. The patient was instructed to unlock the controller and confirm the therapy status. The patient confirmed group a was active, the ins was on, and programs 1-4 were available to adjust. The patient confirmed that adaptive stim (as) was enabled for each program and stated that as didn't matter previously for them, and thought the issue was due to the replacement equipment because the patient noted the problem started shortly after receiving replacement equipment. The patient noted they were in the reclining position. The patient confirmed program 1 was on 1.1ma, and the patient adjusted program 2 from .9ma - 1.1ma, program 2 from 1.0ma - 1.1ma, and program 4 from .9ma - 1.1ma. The patient then waited 5 minutes to confirm that as saved the level of stimulation for each program. After the 5 minutes were up, the patient unlocked the controller and confirm the settings were saved. The patient confirmed that each program still had the settings on 1.1ma in the reclining position.the patient confirmed that the controller was not rattling, but the controller was replaced due the white screen appearing and the "pop" that was previously heard.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745ac, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they couldn't charge the controller. They then reported that the stimulation changes numbers on its own too. The patient shook the controller and didn't hear rattling. They took the battery pack out of the controller and plugged in the ac power supply and the screen didn't come on. They tried another outlet and it still wouldn't power on. The green light wasn't illuminating on the ac power cord when plugged in. They reset the controller and found the implnt wirelessly and it connected. It said they needed to charge the implant.